Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 35.8-37.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 8.0-9.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6). No complaint received with the return of device. Failure (event) observed during analysis.